Event description:
After endovascular therapy to repair abdominal aortic aneurysm in 2008, the physician noticed upon removal of the main body sheath, something threadlike (in appearance) was observed attached to the distal portion of the sheath. After closer examination by the surgeon, it appeared as though the material was plastic. The sheath was removed from the right iliac which had areas of calcification throughout. It appeared most likely that the threadlike material may have been hydrophilic coating that had been scaped off the surface by the edges of calcium.

Manufacturer narrative:
Event evaluation: still under investigation.